Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the dc power socket is damaged, and the distal pressure membrane is bubbled¿ was duplicated. Visual test was performed and found damaged(detach) downstream occlusion (dso) seal and damaged ac connector. The probable cause was the damaged(detach) dso seal, and damaged ac connector. The dso seal and ac connector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the dc power socket is damaged, and the distal pressure membrane is bubbled¿; during device evaluation it was found the downstream occlusion seal was damaged (detached). Patient involvement was unknown.